Event description:
The account alleged that the bed exit is not alarming. No pt impact.

Manufacturer narrative:
The technician replaced the inoperative tape switch sensors that the wires had been pulled loose from the assembly. This resolved the issue.